Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date and mesh was used. The patient developed a recurrent hernia. During the re-operation it was noted that the mesh was not in proper position. It appeared to have shrunk excessively and was thin, offering very little mechanical support. The procedure was completed using an open technique. The hernia was reduced and sutured. A different mesh was implanted reinforced the defect. The surgeon opines that the patient has complicating factors such as a respiratory condition. Also, the lateral abdominal muscles are further apart, so there is less support.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02786. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the photographs of the actual device involved in this event were sent for evaluation. Inadequate fixation may be a contribution factor for mesh sliding. The mesh had been fixed with a distance of fixation points 2 cm - 3 cm. The IFU recommends fixation every 6.5 to 12 mm.